Manufacturer narrative:
Device evaluation: the customer reported issue of ¿invalid syringe¿ was verified when reviewing the alarm history, however the complaint was not duplicated. The pump was recalibrated and tested passing all performance testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not sense the syringe during the syringe change. No adverse patient effects were reported by the customer.